Event description:
The initial reporter contacted shiley to report that a patient's bjork-shiley spherical disc aortic heart valve was replaced due to a perivalvular leak. According to the initial reporter, the pt subsequently died following surgery.

Event description:
Copies of medical info were subsequently forwarded to shiley, which indicate that the pt had a history of shortness of breath since 1998. A cardiac catheterization done at that time revealed pulmonary hypertension. A transesophageal echocardiogram was done and showed leakage of the aortic valve. According to the medical records, it was decided to treat the leakage medically because the leak "was not to be considered as significant". A transesophageal echocardiogram was done in 3/2000 and "at that time showed a leakage of the aortic valve again, but significant". According to a copy of the cardiac catheterization done on 9/27/2000, a "signfificant insufficiency across bjork-shiley prosthesis" was revealed. The report recommended replacement of the bjork-shiley aortic prosthesis.